Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that suspected intermittent atrial under-sensing was noted on the right atrial (ra) lead. It was also reported that an atrial lead position check warning occurred. The ra lead remains in use. No patient complications have been reported as a result of this event.